Manufacturer narrative:
The pump was received with a blank display due to a faulty lcd driver. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that none of the insulin pump's buttons were responsive. The customer stated that he recently received a new battery cap and was trying to reprogram the device. The customer confirmed that the insulin pump may have been dropped and that he recently had a blank display. Blood glucose level was above 135 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.